Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 2-3mm inaccuracy on the patient right side. The surgeon noted that when navigating, the system showed being medial. It was reported that the small passive spine frame was very slowly coming loose during the procedure. The surgeon noted this was primarily caused by his heavy mallet use over the course of the procedure. After the reference frame was re-tightened, 1-3mm of perceived inaccuracy persisted, but imaging confirmed proper screw placement and case was deemed successful. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age not available from the site. (B)(4) 2013, medtronic representative performed a navigation system check-out, all areas passed. Stealthstation s7 system previously upgraded to media io 3.16. RMA issued. Replacement computer shipped to site (B)(4) 2013. No parts, or logs/archives, have been returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic representative recalibrated all o-arm trackers and reloaded the software on them as well. Simulated use testing with instruments from the site and using a another s7 system found that when the gray navlock was brought into tracking view of the camera it would stay accurate until it was very close to the frame. When either one of the markers was covered up, it would go to a yellow status or both instrument and frame would go yellow or red status and stop navigating. There was a small 2-3 mm deviance as the navlock tracker was rotated in relation to the frame. Another gray navlock was brought in to test and demonstrated similar behavior. The simulated use testing deviance was never as large as that reported by the surgeon. Unable to determine root cause without further information since the behavior cannot be replicated. User technique of frame placement may have contributed to the reported event. It was suggested to the surgeon that he clamp the reference frame on a level below and angle the post and the frame more toward the camera to get better separation of the frame to the instrument during tracking. The surgeon has been educated on multiple navigation system setup techniques that may help him achieve optimal accuracy. Surgeon has had three successful cases with no issues by following the suggested techniques. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.